Event description:
On (B)(6), 2010, the lay user/pt contacted lifescan (lfs) alleging the her onetouch ultralink meter was displaying a "see owner's booklet" message. The medical surveillance specialist (mss) spoke with the pt on (B)(6), 2010 and reviewed the customer care advocate (cca) documentation to classify this case. The pt alleged that at approx 10:45 am on (B)(6), 2010, she developed an upset stomach and attempted to test her blood glucose with the subject meter. The pt claimed that she was unable to get a result because the meter displayed a message referring the pt to see the owner's booklet. The pt stated that she manages her diabetes with humalog insulin which is administrated by a medtronic insulin pump. The pt claimed that she was unable to manually administer her insulin because the insulin pump displayed the message - "no delivery - pump clogged." The pt stated that she reported the pump issue with minimed. At approximately fifteen minutes after the alleged meter issue began, the patient claimed that she developed hyperglycemia and specified a symptom of a "headache." The pt denied using another meter to test her blood glucose. In response to her symptom, the pt stated that she performed treatment by manually giving herself an injection of 2 units of humalog at 11:00 am. The pt reportedly felt better an hour and a half later. Per smartscripts, the cca verified that there was no misuse of the reported product. The reported meter message was not resolved at the time of the call. Replacement meter and supplies were sent to the pt in related (B)(6). There is no indication that the product caused or contributed to a serious injury. The pt's symptoms of "upset stomach and headache" do not meet the lfs criterial for a serious injury. However, the complaint is being reported because the alleged meter message remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.